Event description:
It was reported that the implantable cardioverter defibrillator and right ventricular lead exhibited post-paced t-wave oversensing (pptwos). Programming changes were made successfully. There were no patient consequences.